Event description:
During an af procedure using non-abbott pfa, communication issues resulted in a procedural delay. When cti was performed, it was noted that communication between the tactisys and the ensite dws could not be established. The tactisys quartz and the ensite x amplifier were restarted, but the issue persisted. The ensite x system was rebooted twice, but the issue persisted. The issue was not a complete loss of communication; in some instances, the systems connected briefly but then disconnected shortly afterward. It could not be determined whether the cause was the tactisys quartz or a communication component such as the power cable. The procedure itself was completed without contact, and cti was performed with the ablation catheter. The procedure was completed with no adverse consequences to the patient.